Event description:
A report was received of two endosseous dental implants which were explanted due to a loss of osteointegration. The dr reported occlusal overload as the reason for the event. A heavy bite was noted. This is the same pt as reported in MFR report # 2029012199700034.